Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Bleeding and stroke are known potential complications associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. It can be concluded that the known and foreseeable risks associated with the placement of a vad are minimized and acceptable when weighed against the benefits of the intended performance per risk management processes. Neurologic events, such as stroke, are likely caused by thromboembolic and/or preexisting conditions and are a potential adverse event related complication in lvads. Vad patients are prone to thromboembolic for various reasons and require the use of anticoagulation to prevent thromboembolic events and excessive use of anticoagulants can result in a neurologic event caused by intracranial bleeding. The most likely root cause of the reported event is the patient's medical history and comorbidities and anticoagulation therapy. The root cause of the reported event cannot be conclusively determined; however, patient and pharmacological factors may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that this patient was at a movie with her husband on (B)(6) 2017 and developed a headache. She chose to leave and collapsed in the lobby of the movie theater. The patient had right-sided paralysis and lose consciousness quickly. The patient was transported to hospital by paramedics and was intubated on arrival. Seizure activity was observed. The patient was sedated for computed tomography (CT) scan and never regained consciousness. International normalized ratio (inr) was 2.6. CT scan revealed a large intra-parenchymal hemorrhage in basal ganglia thalamus extending to the front and parietal lobes. Neurology and neurosurgery agreed that agreed that any medical intervention was futile. Support was withdrawn on morning of (B)(6) 2017 and the patient subsequently expired. No further information was provided.